Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd wingset customer reports that it has a slow filling rate. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that push button wingset is exhibiting slow fill rates and resistance on the skin when inserting the needle.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error.

Event description:
It was reported when using an unknown bd wingset customer reports that it has a slow filling rate. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that push button wingset is exhibiting slow fill rates and resistance on the skin when inserting the needle.